Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Gas loss error has been reported. No harm reported. Field service engineer (fse) replaced out of date compressor. Fse completed all function checks , manifold tests and all the leak test. Slight crack in bottom screen, advised customer to be careful when cleaning so no moisture can get in there causing problem to the touch screen. Fse extracted logs and have seen that the machine has had gas loss alarms previously but cannot replicate them.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.